Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she kept receiving no delivery alarms. While troubleshooting the insulin pump alarmed no delivery and insulin did not exit. Insulin exited after changing the reservoir and infusion set. The alarm was caused by an infusion set and reservoir occlusion. Customer's blood glucose level was 73 mg/dl. The device was not returned.